Event description:
High flow oxygen tubing (hi flow nasal cannula - hfnc) caused bilateral ear hospital-acquired pressure injury . Preventive measures were taken. The wound was consulted, and oxiears applied.